Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined, and a procedural variance could not be ruled out as a likely contributory factor. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a bankart repair surgery, the implant of the suturefix ultra was loosen and cannot be deployed anymore after drilling the bone hole and after readjusted the spot for few time in and out from the guide. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device, drilling an additional bone hole. Patient have general bone quality, a void was left in the patient and a suturefix drill guide was used to prepare the insertion site. No debris cleared before insertion. No further complications were reported.